Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. The reason for call was patient had a total of 6 bad falls and they turned around and went to their primary doctor who took x-ray scans to see if the patient broke any bones but there were no broken bones and the patient was just bruised up super bad. Patient started noticing their ins was going on and off and it would go off and on again. It would be a while before the patient would feel it again. The pt did not know if they fell on their ins or not but it was not working right. Sometimes the patient felt real trickery things going up and down their legs like being shocked. Patient noted they had a doctor appointment on the (B)(6) of this month and they needed someone from rep to check the device to make sure everything was working properly. Pt noted their doctor had put in more than one lead going down and the doctor that did their first surgery had put in several leads so if one went bad they always had another one to use. Pt noted when the implanted device was on and working it would get real hot and then go back to its regular temperature and then it got real hot again. This started right after the patient had been falling. Now the problems were still there and patient had to use a walker because if they did not they would collapse on the ground and their legs were not there and the pain in their back was really bad. The patient was redirected to their healthcare provider to further address the issue. Patient service provided patient nas phone number. Pt noted before all they had to do to get rep to an appointment was call patient services and tell them when the appointment was and if there was a problem the rep would check them out and then get the doctor. Additionally, patient had problems and messed with their machine and they could not remember when it was when the representative came to check it out. Patient was hoping things would get better but they were not getting any better. The last rep the pt had did not comfort them. The pt had problems but the pt had to mess with their machine on their own to take care of the pain. Ps was reporting event that already happened. Pt noted they got so use to their doctor in beginning but they since retired; that doctor did everything the reps did but now they did not have that as a doctor anymore.